Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by the sales rep that, the cv prolene suture broke during the case. In the middle of the suture not where the suture and the needle meet. (Swag). The device was returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-002151974 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional h11: 7-0 prolene 8703 lot 103z5b: ethicon ## side affected: unknown ## quantity affected: 1 ## quantity available to be returned: 1. List any j&j products that were utilized during the case but did not contribute to the reported event. ## was there any reported patient or user harm? ## no. Was there a significant delay? ## no. If available, provide the product order number (po). ## do you need product packaging to send the product back? ## yes. This parcel contains biohazardous materials and/or materials used during a medical procedure ## yes.